Manufacturer narrative:
The customer did not provide any data or materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from the cobas 8000 core unit. Patient 1 initial ca2 calcium gen.2 result was 13.1 mg/dl. The repeat results were 14.9, 14.3, and 11.5 mg/dl. Patient 2 initial ise indirect gen.2 sodium result was 149 mmol/l and the repeat result was 135 mmol/l. The questionable results were reported outside of the laboratory. The calcium reagent lot number was 412747 with an expiration date of 31-aug-2020. The sodium electrode information was requested but was not provided.